Manufacturer narrative:
(B)(4). The customer reported a failure to discharge in the AED mode. The first shock was delivered in the AED mode, the second shock reportedly failed, and the third shock was delivered by an md in the manual mode. There was no report of any negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported a failure to discharge in the AED mode. The first shock was delivered in the AED mode, the second chock reportedly failed, and the third shock was delivered by an md in the manual mode. There was no report of any negative pt impact.